Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low and high blood glucose levels. The customer reported that she inserted a new infusion set yesterday at noon and her blood glucose went low. She treated her low blood sugar by orange juice and eating. The customer stated that she treated too fast and her blood sugar rose to 545 mg/dl at 5am. The customer stated that there wasn't any insulin inside the reservoir, even though her pump told her that she had 86 units left. The patient's blood glucose at the time of incident was 254 mg/dl. The patient's current blood glucose was 181 mg/dl. The customer reported that she had been going to the bathroom a lot. The customer does not have a tubing clamp available to perform the high pressure test. The tubing clamp will be sent to the customer. The customer stated that she would call back to perform the test. The insulin pump will not be returned for analysis.